Manufacturer narrative:
Clinical code (B)(4). Investigation type (B)(4). No similar complaint event(s) within associated lots were found. Claim# (B)(4).

Event description:
The reporter indicated that they ordered a 12.6mm vicm5 12.6 of -2.50 diopter and received a 13.2mm vicm5 13.2 of -2.50 diopter. The lens was not implanted into the patients left eye (os). If additional information is received a supplemental medwatch report will be submitted.

Manufacturer narrative:
H3 - device evaluation: lens box returned unopened. Lens box wrap was intact, box not opened. Labels on lens box and label match. Claim# (B)(4).

Manufacturer narrative:
H6 - type of investigation 3331 - device history record (DHR) review: based on the results of the investigation, the probable cause of the failure is likely due to the user's failure to follow the appropriate standard operating procedure. There is no indication that suggests a deficiency in the manufacturing process or a trend of process errors. Further investigation or action is not required at this time. Claim # (B)(4).